Event description:
Device analysis is provided.

Manufacturer narrative:
Evaluation summary: x-ray of the lead indicates the j stiffener wire has fractured approx. 14mm and approx. 54mm proximal of the electrode tip. The proximal section of j stiffener wire measures approx. 64mm and has migrated down lead body approx. 20mm proximal of electrode tip. It appears that entire j stiffener wire was received with all recorded measurements adding up to approx. 118mm. Sem analysis is pending on fracture j stiffener wire.